Event description:
Complainant alleged that during a routine preventative maintenance by a biomed, the device was unable to adjust pacer output. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complainant is still under investigation.